Event description:
The device was released for analysis by the user facility to medtronic, 2 months stent graft explantation. Medtronic has rec'd the stent graft delivery system and its analysis has been completed. The info provided the location of the rupture and the reason for the rupture cannot be determined. Aneurysm enlargement was evident via CT scan but adequate sealzones and no obvious leak was reported. There were calcium deposits noted in the aortic wall. It is unk if the holes in fabric contributed to the aaa enlargement as either a calcium deposit or a small leak was noted at the site of a small abrasion hole. This area did not communicate with the rupture. Films were reviewed by an outside independent physician and his analysis determined that the aaa diameter is 70 mm. However, the exact border of the aaa is difficult to define. There is a large retroperitoneal hematoma. Near the flow divider of the stent graft is an area of either calcium or contrast enhancement. The ima appers occluded. The proximal fixation appears good without evidence of migration. There is 20 mm of fixation on the right and 30 mm on the left. Exact cause of rupture is unk.

Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at time of implant are unk. It was reported that the pt fell causing trauma to the head. The fall was caused by an acute hemorrhage, of an unk source, 46 months post stent graft implant. A computed tomography was performed at this time and did not demonstrate any endoleaks. The stent graft was reported to be patent. The physician opened the pt's abdomen and elected to remove the stent graft, replacing it with a conventional graft. The cause of the hemorrhage is unk. The explanted stent graft will not be returned for evaluation from the user facility. Films have been sent from the user facility and the analysis is pending.